Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unknown pump involved alarmed for upstream occlusion during the event. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary set stopped infusing. This occurred during infusion of an unknown antibiotic drug. The device was being used with an unknown infusion pump. The reporter stated that the set looked ¿like it is "dripping," but that when "they" came back to the room, the entire antibiotic did not infuse.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.